Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced reduced wound healing at the ipg site. As a result, the entire system was explanted via surgical intervention on (B)(6) 2025. The patient was also given regular post-op antibiotics to treat the issue.